Manufacturer narrative:
Continuation of d10: product ID 8731 lot# / serial# unknown implanted: partially explanted: 2024-jun-14 product type catheter product ID a810 lot# / serial# unknown, software version: 2.0.1460 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving fentanyl (concentration: 5000 mcg/ml, dose rate: 2499,6 mcg/day) and bupivacaine via an implantable pump. It was reported that the pump was replaced due to elective replacement indicator (eri) which was to occur in july of 2024. The date of both the pump implant and catheter implant were unknown. Upon opening the scar on (B)(6) 2024, the physician saw the catheter had been severed with black color where it was severed. It was noted that the catheter was not soft anymore. The catheter was partial explanted on (B)(6) 2024. The pump segment of the catheter was partially replaced. The pump and explanted portion of catheter were to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2024. As per the log provided a service code 529 regarding a motor stall recovery having occurred and service code 303 regarding pump time out of sync with programmer time occurred. Regarding the programmer, the synchromed ii software application used at the time of the service code 529 and 303 having been displayed in the log was software version 2.0.1460. Factors that may have led or contributed to the issue was indicated as not applicable. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available. Additional information was receivedfrom a company representative on (B)(6) 2024. Regarding the se rvice code 529, it was noted that the pump was interrogated with the new clinician programmer software application. The date of the motor stall associated with the service code 529 was unknown. It was noted that the physician had previously used the older model nvision clinician programmer to refill the pump. The cause of the motor stall was unknown. Regarding the service code 303, it was noted that the physician had previously used the nvision clinician programmer for pump refill on an unknown date. The date the 303 service code first appeared and cause of the 303 code were unknown

Event description:
Additional information was received from a company representative. The catheter serial number is not available.

Manufacturer narrative:
D9 correction: the return date was corrected from previously being 2024-jun-20 to 2024-jul-02. Continuation of d10: product ID 8731sc lot# / serial# unknown implanted: partially explanted: (B)(6) 2024 product type catheter. H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, and motor function, testing. Destructive analysis identified a kink in the internal pump tube. A hole in the internal pump tube was also identified which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the feedthrough posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with an electrical short. Destructive analysis also identified residue in the fluid path on the pump tube, roller arms of the pump-head, on the pump-head pins. A partial catheter was returned which consisted of the pump connector and 3 catheter segments. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. As received, analysis noted that all three catheter segments had taken on a permanent set in shape. Catheter segment number one included the sutureless connector. Visual inspection of the sutureless connector identified coring/tearing in the cup of the connector, and leaking was seen during pressure testing. Analysis identified a slice cut and break in the catheter body of catheter segment number two. Analysis also identified a break in the catheter body of catheter segment number 3. A discolored area was observed regarding both catheter segment number two and catheter segment number 3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.